Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the episodes of over-sensed noise exhibited by the right ventricular (rv) lead reoccurred. No intervention was reported. There were no patient consequences.